Manufacturer narrative:
The user facility perform by themselves a repair of the ventilator. According to received information, the user interface holder was damaged. No parts were returned for investigation. The consequence of a mechanical damage on the user interface holder is that the user interface may gets detached and, in a worst case scenario, falls off the ventilator carrier. Our conclusion into this matter is that the user interface has been exposed to a mechanical force greater than it is designed to sustain. The ventilator system was successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts.

Event description:
It was reported that the user interface holder on the ventilator was required for replacement. There was no patient involvement. Manufacturer's ref #: (B)(4).